Event description:
It was reported that they were having a problem charging the implantable neurostimulator (ins). The patient stated that they charged the controller to 100% and then they unplugged the controller and waited until the next day to charge the implant, when the patient connected the recharger to the controller, the patient said that it was going into the plug of the controller very hard. The only thing that came up on the screen was checking the recharger and then the screen would fade out and would not go any further. Patient said that they pushed the up arrow on the controller screen and they got to the home page and it showed that they was in group c and supposedly they should be in group a. Patient stated that after it did that a couple of times, it kept telling them that the controller was checking the recharging and it was fading out. During the call patient reset the controller and saw that one of the pin in the controller port was higher than the others also it looks worn. The issue was not resolved. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot # serial # (B)(6); product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and said they got the replacement controller and needed help setting it up. Pt was able to setup for implant and set the day and time successfully. They were able to start charging ins with excellent quality. Issue is resolved. Pt called back and mentioned they got the replacement controller. Pt wanted information on what was on the shipping sheet. Tss provided information. Pt asked about aa batteries. Tss explained controller function. Pt said they wanted to switch to group a because before, "when it was not working" they were on group c and wanted to be on group a. Tss assisted pt in switching to group a. Pt said they had talked to some mdt reps or technicians and was told that the li battery pack was not a lifetime battery and some say it is. Tss reviewed li battery specs with the pt.